Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer called and reported that they received emergency medical assistance due to high blood glucose, with blood glucose of 400 to 560 mg/dl at the time of the incident. The customer was given insulin pens and intravenous insulin to treat. The customer was wearing the insulin pump during the incident. The customer reported a loose retainer ring that would let the reservoir fall off. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer.